Event description:
Purchased opti-free replenish resetting drops lot #232273f, exp: 08/2016 and experienced chemical burn on eye. Redness and headaches. Still being treated. This happened in the last couple of weeks. Have container if you wish to test it. I do not know what is in it, but it will burn the tip of your tongue. Please get on this asap to investigate so no one else gets injured. I bought product in (B)(6) sometime during (B)(6) 2015. Package was sealed and not tampered with. Product made by alcon laboratories, inc., (B)(4). Dates of use: (B)(6) 2015. Reason for use: rewetting drops for rpgs contacts.